Manufacturer narrative:
Submit date: 04/05/2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 03/25/2011 that a customer had an issue with a hemodialysis catheter. The customer reports the catheter leaked, right below the y extensions. The catheter had to be removed and replaced.